Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. Functional testing was performed and identified that the device had keypad failure as the number 8 and number 5 were not functioning as intended. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump , the device keypad was damaged as the number "8" and "5" keys were not working properly. No additional information is available.